Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the pump touchscreen was unresponsive. Additionally, an unspecified cartridge alarm occurred. The customer's blood glucose level was 68 mg/dl. Reportedly, the customer reverted to manual injections for alternate insulin therapy.

Manufacturer narrative:
The investigation has been completed. Based on the analysis, the alleged touch screen issue could not be verified. Additionally, the cartridge alarm issue could not be verified due to a different issue that was identified.